Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired clips and they formed properly on the first and second firing of device. On the third firing of the device, the clip did not fully form closed and fell off of vessel onto intestine. The device was fired for a fourth firing, and clip never formed but fell out of jaws of device. The case was completed with another device of the same product code. It is unknown if loose clips from third and fourth firings were retrieved. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition with a clip in the jaw; the clip was removed in order to measure jaw width. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4).